Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). Unable to perform displacement accuracy test, displacement test, occlusion test or verify delivery anomaly due to missing retainer. The reservoir does not stay locked in due to missing retainer. Unit passed selftest, sleep current measurement, active current measurement, rewind, seating, basic occlusion test and force sensor test. Unable to determine under delivery alarm due to broken reservoir.

Event description:
Information received by medtronic indicated that the insulin pump had a missing retainer ring. It was stated that the reservoir does not lock into place. The insulin pump will be returned for analysis.